Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
The affected product was repaired at the factory. The described issue could be reproduced. Two electronic boards were not working correctly and were exchanged. The error logs were checked and it was found that the defect found at the factory was matching the described issue and the error logs. We could not determine what caused the defect at the control boards. We assume an electronic error occurred. This is most likely related to a hardware defect or contact problem. As a result the contact module could not register at the table. This might be caused by a supplier failure or due to damages that occurred during packing, unpacking or storage of the affected boards. It might also have happened when the boards were mounted to the device. The production records were checked and no deviations related to this failure were found. This is a single case. The failure will be monitored due to the complaint trending. If necessary further actions will be implemented. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Manufacturer narrative:
At the date of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to FDA.

Event description:
The following was reported. Before the surgery the product was found to be not working. The patient was already prepared and anesthetized. The operation room was changed. Due to this change the start of the surgery was delayed by more then 30 minutes. No injury was reported, but serious injury in case of recurrence cannot be excluded. Manufacturer reference # (B)(4).